Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The nc trek, referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a moderately tortuous, heavily calcified, concentric, 90% stenosed, de novo, obtuse marginal artery stenting procedure, after pre-dilatation with a trek balloon 2.0 x 12mm dilatation catheter (bdc), a xience prime stent was implanted. Reportedly, the xience prime stent was not fully apposed to the vessel wall and a trek 3.0 x 12mm bdc was advanced for post-dilatation and with the first inflation, the balloon ruptured at 12 atmospheres. The trek bdc was removed and another non-abbott bdc was used for post-dilatation to fully appose the xience prime to the vessel wall completing the procedure. There were no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.